Manufacturer narrative:
Suspect device software version: version 1.5.2.1.

Event description:
It was reported that the patient was referred for generator replacement due to nocturnal seizures and increased seizure activity. It was reported by the physician that the increase in seizure frequency was related to the high impedance of the generator. It was reported that the patient's generator was not disabled when high impedance was detected. The patient's mother indicated that the patient's seizure frequency was not worse than the pre-vns seizure frequency baseline. It was reported that the patient's generator was replaced, due to desire for auto-stimulation feature, and that the high impedance resolved after generator replacement and therefore the patient's leads were not replaced. The generator has not been received by the manufacturer for product analysis to date. It was reported that the impedance value was checked multiple times and was within normal limits each time with the newly implanted generator. It was reported that pin re-insertion was not attempted during the replacement. Incoming communication was received that the high impedance was detected on the programming tablet m3000 software v1.5 in pre-op and was likely detected on v1.5 software initially by the physician. It was determined that the cause of this high impedance was the false high impedance message due to a software error on m30000 v1.5.2.1 software; when system diagnostics were performed by the users with m3000 v1.5.2.1 software on m102/102r generators (normal mode 0 ma), normal mode diagnostics would actually be performed instead of system diagnostics. The execution of normal mode diagnostics instead of system diagnostics was not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics will function as expected when the generator was programmed to 0ma; however, a system diagnostics test was not performed for this patient with the output current set to 0ma. No further relevant information has been received to date.

Manufacturer narrative:
Patient information was received prior to the submission of the initial MDR but the information was inadvertently left off the initial MDR.

Event description:
Incoming communication indicated the patient whose generator had high impedance detected.

Event description:
The serial numbers and software version of the programming system used by the physician were reported. It was confirmed that the physician's programming system had m3000 v1.5.2.1 software. No further relevant information has been received to date.

Event description:
It was reported by the physician that a patient had high impedance. The patient is currently unknown. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.